Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be an atrial driven rhythm with rapid ventricular response. It was noted during the review of the recorded episodes that therapy was exhausted. Boston scientific technical services (ts) recommended to further review the episodes with a physician. This device remains in service. No additional adverse patient effects were reported.